Manufacturer narrative:
When the balloon of the cypher select plus stent delivery system (sds) was being inflated up to 10atm, the balloon ruptured. The device was retrieved from the patient and the stent was post dilated with no patient injury. The target lesion in the (B)(6) male was the mid and distal left anterior descending artery (lad). The lesion was a de-novo, moderately calcified and slightly tortuous. Pre-procedure stenosis was 90%. Access location is unknown. There was no reported difficulty accessing the lesion with a guidewire. Pre-dilation was conducted with a bc (trek: 2.5/15mm) and the 2.5x28mm cypher select plus was delivered to the target lesion. There was no difficulty advancing the pre-dilation balloon or the sds through the vessel to get to the target lesion. When the balloon of the sds was being inflated up to 10atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under coronary angiography and back-flow of blood into the inflation device. A boston scientific (B)(4) indeflator was used in the procedure. The brand of contrast used is unknown. The contrast to saline ratio used to inflate the balloon was 1:1. Therefore, the balloon was immediately retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse: 2.75/15mm) to further dilate the cypher select plus stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the return of the device for analysis no definitive conclusion can be made; however, it is possible that vessel/lesion characteristics may have contributed to the balloon burst. With review of the device history records there is no indication of any manufacturing issues related t the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: inflation device: boston's, gw: sion, gc: launcher jl4, bc: powered lacrosse 2.75/15mm, trec 2.5/15mm, sheath: radifocus.

Event description:
When the balloon of the cypher stent delivery system (sds) was being inflated up to 10atm, the balloon ruptured. The patient was a (B)(6) male. The target lesion was the mid and distal left anterior descending artery (lad). The lesion was a de-novo, moderately calcified and slightly tortuous. Pre-procedure stenosis was 90%. Access location is unknown. There was no reported difficulty accessing the lesion with a guidewire. Pre-dilation was conducted with a bc (trek: 2.5/15mm) and cypher select plus (2.5/28mm: complaint product) was delivered to the target lesion. There was no difficulty advancing the pre-dilation balloon or the sds through the vessel to get to the target lesion. When the balloon of the sds was being inflated up to 10atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag and back-flow of blood into the inflation device. A boston scientific (B)(4) indeflator was used in the procedure. The brand of contrast used is unknown. The contrast to saline ratio used to inflate the balloon was 1:1. Therefore, the balloon was immediately retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse: 2.75/15mm) to further dilate the cypher select+ stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.